Event description:
Home pt (hp) reports pt line of homechoice set disconnected from transfer set during apd treatment. Hp reports disconnection was noted after pt awoke to a wet bed. Baxter technician assisted hp in ending treatment. Hp reports pt was subsequetly treated prophylactically i.p. With no resulting injury.